Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product quality issue reported from this lot. All available information was investigated, and the reported device damaged by another device was due to procedural conditions/user technique. Additionally, the reported single leaflet device attachment (slda) appear to be due to procedural condition. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) ((B)(4)) was advanced to the mitral valve at a2p2. During multiple grasping attempts, it was noted that the grippers were no longer raising or lowering. The cds was removed when it was noted there was tissue located between the mandrel and back side of the clip. Damage was noted at a3p3. An xtr clip was able to be placed at a2p2 without issue and then a ntr clip ((B)(4)) was placed medially. A fourth cds ((B)(4)) was advanced; however after multiple grasping attempts, it was noted further damage was noted to the leaflets at a3p3. The cds was removed and an attempt was made to place an atrial septal defect (asd) device in the a3p3 location however it interacted with the ntr clip, causing it to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment (slda)). The asd device was able to be placed and the mr remained at 3-4. The procedure was stopped at this time and an intra-aortic balloon pump (iabp) was placed. The patient was transferred to the ICU and then placed on palliative care and eventually expired on 1/11/2020. No additional information was provided.